Manufacturer narrative:
Physio-control further evaluated the replaced main keypad and the cause of the reported issue was determined to be due high resistance measured on the shock key, which resulted in the device disarming the charged energy and logging an event code.

Event description:
A third-party service agent contacted physio-control to report that when their customer device was received for technical assistance, it was observed that the device would occasionally not provide defibrillation therapy. Instead the device would automatically disarm itself. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
A third-party service agent contacted physio-control to report that when their customer device was received for technical assistance, it was observed that the device would occasionally not provide defibrillation therapy. Instead the device would automatically disarm itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6) 2019

Event description:
A third-party service agent contacted physio-control to report that when their customer device was received for technical assistance, it was observed that the device would occasionally not provide defibrillation therapy. Instead the device would automatically disarm itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed the reported issue. After replacing the therapy pcb assembly and the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that when their customer device was received for technical assistance, it was observed that the device would occasionally not provide defibrillation therapy. Instead the device would automatically disarm itself. There was no patient use associated with the reported event.